Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was stuck on the universal surgical manipulator (usm) arm 1. No error related to arm 1 was found in logs. The site indicated that the instrument was broken at the tip, so they were not able to remove it through the port. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the site to remove the instrument from arm 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was able to remove the instrument using the port clutch without increasing the port incision. Complaint alleges that the force bipolar instrument was removed with the cannula due to jaw misalignment. It is currently unknown if the jaws were dislodged. The instrument jaws were stuck in a closed position but were not stuck on the tissue at the time of the event. The instrument did not collide with any other instrument or tool during procedure. There was no report of fragment falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The force bipolar instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. The probable root cause of the instrument becoming stuck in arm 1 may be due to mechanical damage to the instrument tip, which could have hindered its proper retraction through the port.

Event description:
Refer to h11 for follow-up information.